Event description:
It was reported that while hospital staff was monitoring a patient connected to an external pulse generator the device shut itself off. The epg was immediately replaced and there was no adverse patient outcome. The epg is being returned for service.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.